Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 92 hours of extended tests at the customer¿s settings. The ventilator failed the final test for a slight non-conformance with the measured vti on the tidal volume and flow test. This slight non-conformity would not result in a failure to ventilate properly.

Event description:
It was reported to vyaire medical that the ventilator was being used on a transport and the pressures would not exceed 15 cmh2o. The customer stated that they tried other circuits and tried troubleshooting, however they were not able to correct the issue. There was no report of any patient harm associated with this reported event.